Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and secondary rectocele and mesh was implanted along with the concurrent procedure of cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 (B)(4). It was reported that following insertion the patient experienced recurrent vaginal yeast infection and vaginal discharge.

Manufacturer narrative:
Patient code: (B)(4) ¿ incontinence additional narrative: it was reported that following insertion patient experienced incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation, (B)(4) - discomfort. Details: it was reported that following insertion the patient experienced burning sensation and discomfort.